Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the digestive tract during an esophagogastroduodenoscopy (egd) procedure performed on (B)(4) 2021. During the procedure, the ring could not be released. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head was returned with the device. It was also noted that the ligator head returned with all the bands attached and some of them were overlapped. The handle assembly showed marks from securing the trip wire. The trip wire returned unloaded from the handle assembly and it was kinked. Additionally, the ligator head was observed under high magnification and they were found damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. The reported event was confirmed. The overlapped bands indicate a deployment failure, and this may be related to the damage observed to the ligator head teeth. This encountered problem could be caused by an extra tension applied to the device or manipulation of the device during setting up. Once the teeth are damaged/bent, the suture can move from its original position and lead to a deployment failure. Additionally, the trip wire was kinked. This may be related to user manipulation or technique used during device set up or procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the digestive tract during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the ring could not be released. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.